Event description:
The customer reported a fluid leak of approximately 20ml on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and "low vacuum drift" error messages were reported by the customer at the time of the event. The customer was performing shutdown and startup procedures when the leak was observed and could not identify the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse stated that he could not confirm a leak nor reproduce it after completing multiple startup and shutdown cycles and no "low vacuum drift" errors were observed. The fse found pinched tubing from the white blood cell (wbc) diluent dispenser (pm3) to port 6 of the blood sampling valve (bsv). The pinched tubing resulted in the wbc bath not filling. The tubing was not leaking and the fse confirmed that the tubing had been routed correctly and the issue was not the result of use error. The fse replaced the pinched tubing and the wbc bath filled properly. The instrument ran without issue. The repairs were verified per established procedures. (B)(4).